Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) alert. Device save to disk data was requested for analysis. No adverse patient effects were reported. Currently, this s-ICD remains n service.